Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up with communication issues on their implantable cardiac monitor (icm). The patient received 'send now' messages with a timer, but could not finish sending data. Once the end of the timer was reached, the cycle would restart. Several attempts were made but the issue was not resolved. No further intervention was reported. The patient was stable and was discharged.